Event description:
Paramedics responded to a drowning victim. The pt was reported to have drowned, unwitnessed, in a bathtub. The pt was unconscious, pulseless and not breathing. The device was connected to the pt whose electrocardiogram was diagnosed as in "some sort of tachycardia." Upon arrival at the hosp emergency dept, the device was replaced with the emergency dept's defibrillator / monitor that, according to the reporter, correctly displayed the pt's electrocardiogram as a flatline. The pt was not resuscitated.